Manufacturer narrative:
The patients' date of birth, ethnicity and race are unknown. This information was not available from the facility. Cross reference MFR report numbers: 3011416935-2021-00023. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The lot number was not provided in the registry, thus the following information are unknown: unique ID, model #, catalog #, expiration date, and manufacture date. Foreign- netherlands/ study name: saver: patient ID #(B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of death is unrelated to the study device, death is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2019, two stellarex catheters were used to treat the target lesion of the right proximal, mid sfa. Approximately 26 months post index procedure, the patient expired as a result of respiratory insufficiency due to covid-19 infection on (B)(6) 2021. The physician reported this is not related to the study device or procedure. This adverse event is being submitted because the patient expired as a result of respiratory insufficiency due to covid-19 infection. This is being reported as a follow-up to the clinical registry.